Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal repair, the device was used to fix the mesh. From the first firing, it made strange sound (different sound than usual). On the 3rd or 4h firing, the tack was caught on mesh or tissue and could not be removed completely from the shaft. It was difficult to remove the tack, but eventually successful. The surgical time was extended by less than 30 min. The device was removed from the tissue by force but no tissue damage was caused. A new device was opened and worked fine to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal repair, the device was used to fix the mesh. From the first firing, it made strange sound (different sound than usual). On the 3rd or 4th firing, the tack was caught on mesh or tissue and could not be removed completely from the shaft. It was difficult to remove the tack, but eventually successful. The surgical time was extended by less than 30 min. The device was removed from the tissue by force but no tissue damage was caused. No patient injury reported.